Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained oversensing episodes due to myopotential oversensing. No device intervention or patient symptoms were reported.

Manufacturer narrative:
Correction: 'reporter title' should have been rn instead of dr.

Event description:
New information received notes that the patient was seen in clinic (B)(6) 2018 and isometrics did not reproduce the noise. Programming changes were made. Patient's condition was stable.